Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 200 ohms and high pacing impedance measurements above 1700 ohms. Additionally, non-sustained ventricular tachycardia (nsvt) episodes were recorded due to noise artifacts oversensing. During a subsequent lead revision procedure, the lead was found to be fractured. Ultimately, this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.